Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Retained by pathology.

Event description:
As reported: "the proximal body of the toetac implant disengaged from the proximal phalanx. The surgeon removed the implant and revised the hammertoe with a threaded k-wire."

Manufacturer narrative:
The reported event that toetac xpress small 10 degree hammertoe implant was alleged of 'migration / rotation / in situ movement' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Based on investigation, the root cause was attributed to be patient related. The failure was caused by overloading the implant before bone consolidation. Indeed, the device broke only 2 weeks after implantation when the patient was supposed to wear post-operative boots and to be immobilized. Such a fast breakage would have not occurred if patient had respected post-operative cares. Please note that the instruction for use (v15212 rev ab toetacxpress IFU ht 7001) reads: ''acceptable surgical practices should be followed in post-operative care. Patients should be made aware of post-operative limitations and that physical and/or weight bearing activities have been implicated in premature failure of similar devices. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "the proximal body of the toetac implant disengaged from the proximal phalanx. The surgeon removed the implant and revised the hammertoe with a threaded k-wire."